Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 56 mg/dl while sensor glucose value was 130 mg/dl. The customer reported hypoglycemia and symptoms of hypoglycemia. The event involved product(s) mmt-7040c9. Customer had worn sensor for 2 days. There was no suspension of insulin during the discrepancy between bg and sg. Customer was advised better to calibrate when there is a deviation. As long as there is no indication that the sensor needs to be replaced, to continue using it as is. No product return is expected for mmt-7040c9.